Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a design history record review, a search for similar complaints, and a review of labeling. Return material was not available from the customer. An accuracy testing protocol was executed using a file sample from lot 52961ui00. The testing met acceptance criteria which determined the reagent is performing acceptably. A design history review did not find any issues with the lot number in question. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect tsh reagent, ln 07k62, lot 52961ui00, was identified.

Manufacturer narrative:
(B)(6).(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated a falsely decreased architect tsh result. The customer provided the following result data (reference range provided 0.2-4.5 miu/l): (B)(6) 2015 initial 0.742 the customer indicated the neo-natal patient had previously been tested at a different hospital and generated a flagged result of >150. After generating the result of 0.742 the original hospital re-ran the serum specimen and generated a result of 19.471. There was no adverse impact to patient management reported.